Event description:
Site reported a small pneumothorax post superdimension procedure. The pt's pneumothorax was confirmed by chest x-ray after the case in the recovery area. Pt stayed in the hospital for half a day then was discharged as it resolved. Pt had significant emphysema but did not need a chest tube.

Manufacturer narrative:
No device was returned for eval. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or a CT-guided percutaneous biopsy.

Manufacturer narrative:
No device was returned for eval. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or a CT-guided percutaneous biopsy.